Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "a.p. Optical sensor module failure" alarm and the display was frozen. Immediately after that, the display went black and an alarm was generated. The customer rebooted the iabp and the unit generated the same alarm, the display remained black. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the main control pcb (part number: (B)(4)). The pcb was returned to (B)(4) for further evaluation. The iabp was tested to factory specification. It functioned normally and was returned to the customer. A supplemental medwatch form will be submitted when additional information becomes available. (B)(4).